Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6). (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/16/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 10/30/2015 with the following findings: during investigation, a visual inspection of the pump revealed cracks in the battery compartment. Moisture was observed inside the battery compartment. A leak test was performed and leaks were found at the battery compartment cracks. The pump case was removed and there was moisture found inside the pump on the support bracket. Unrelated to the complaint, investigation revealed that display was dim with discolored text. Also unrelated to the complaint, investigation revealed that the keypad was peeling off the pump.